Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: e2(leave blank) and h6. Additional information added to field h3,h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The customer's reportable malfunction was confirmed. Based on the results of the investigation and the information provided, it was presumed that the damage in the area of the jaws and the tensile strength at the proximal end, indicate that excessive force was applied during use. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and the evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the grasping forceps had a piece on end of grasper break off at first use. There were no reports of patient harm.